Manufacturer narrative:
Initial and final MDR 1954743 - MDR 3003442380-2024-23445 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of bent cannula with two infusion sets after being used for half a day. Patient noticed symptoms 3 or more hours after insertion. The site of insertion was abdomen and was regularly rotated. That led to high blood glucose and patient took a correction bolus via pump. The patient also had to visit the emergency room and was treated with IV and fluids of saline and insulin. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.